Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a reverse total shoulder replacement, while drilling holes for screw to be implanted in the metaglene base plate, the tip of the 2.5 drill bit being used broke as it was contacted by an already implanted screw. The tip of the drill bit broke off and subsided into the wound. The surgery was delayed as a result, but the outcome of the replacement was as expected from the beginning.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.